Event description:
It was reported the customer received a motor error alarm during a prime. The insulin pump was not exposed to a high magnetic field. Troubleshooting found the insulin pump alarmed motor error after a fill cannula. The customer stated the insulin pump could be filled manually. The customer's blood glucose was 7.5 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and the prime test. The insulin pump was received stuck on a motor error alarm that occurred during the bolus or basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cosmetic damage.